Manufacturer narrative:
The investigation into the access site bleeding and the delivery issues has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the cause of the access site bleeding issue was improper anticoagulation management, and the cause of the delivery issues was use related. The failure modes will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿

Event description:
An 88 year old male in cardiogenic shock presented for impella support. The user facility reported the patient developed an access site bleed. The device's repositioning sheath and act was adjusted and blood products were delivered.